Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed itchy spots all over body. There was no alleged device malfunction contributing to the irritation. Patient's doctor reported the irritation could be caused from allergic reaction from medicine. The patient used a moisturizer, and the physician prescribed an antihistamine. Follow up indicated the irritation improved. A us distributor contacted zoll to report that a french patient developed itchy spots all over body. There was no alleged device malfunction contributing to the irritation. Patient's physician confirmed that the skin irritation was caused by a medication and was not related to the lifevest equipment. Patient was prescribed a cream for skin irritation however there is no indication that the patient received medical intervention for an injury caused by the lifevest. Patient reported that the irritation is getting better.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a french patient developed itchy spots all over body. There was no alleged device malfunction contributing to the irritation. Patient's physician confirmed that the skin irritation was caused by a medication and was not related to the lifevest equipment. Patient was prescribed a cream for skin irritation however there is no indication that the patient received medical intervention for an injury caused by the lifevest. Patient reported that the irritation is getting better.